Manufacturer narrative:
Section d4 correction. Section g3 PMA # correction. Manufacturer¿s investigation conclusion: the reported event of low voltage alarms was confirmed via the submitted log files. On (B)(6) 2025 at 21:44:02, low voltage hazard, power cable disconnect and no external power alarms while connected to the heartmate mobile power unit (mpu) were captured. The alarms were due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm thresholds. On (B)(6) 2025 at 21:44:28, the alarms resolved when power was restored to both power cables. The backup battery supported the system without issue during this event. This series of events is consistent with a loss of power to the mpu. The loss of power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding if the ac power cord came loose from the wall outlet intentionally or unintentionally; however, no additional information was provided. The root cause for the reported event was determined to be due to the mpu ac power cord coming loose from the wall outlet. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 19mar2025. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard, power cable disconnect, and no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, and the event log displayed power_cable_disconnect / low_power_hazard / no_external_power alarms on (B)(6) at 9:44 pm while tethered on mobile power unit (mpu) (including a few backup_battery_fault(s) which appear to have resolved). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events seen within the log files. The patient stated that the power cable briefly became disconnected from the wall. The mpu was not listed as part of the mpu recall.